Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received no delivery alarm. The customer¿s blood glucose level was 305 mg/dl. Customer states they had tried all remedies. Customer declined to continue troubleshooting. Customer was advised to the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. The insulin pump will be returned for analysis.